Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 14-11-2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: visual inspection revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment. The battery cap was undamaged and was able to secure properly to maintain electrical connection. Leak testing revealed a leak at the battery compartment. The pump was unable to power on due to the moisture damage. The complaint of a battery life issue could not be adequately investigated due to inability to power on the pump. The pump cover was removed and there was no further evidence of moisture found.